Event description:
Medtronic received information that the ratchet mechanism, called a rotor, of this bioprosthetic valve holder detached from the cinch mechanism during the implant procedure. It was reported that the rotor fell into the ventricle. The component was retrieved, and the valve was successfully implanted with no reported adverse patient effect.

Manufacturer narrative:
Analysis: review of the device history record for this product shows that the device met manufacturing specifications when released for distribution. Upon receipt, visual examination confirmed that the center component of the cinch mechanism, called a rotor, was detached from the cinch mechanism. Microscopic examination of the suture that ties the rotor to the holder body shows a clean break surface, which may have been caused by a scalpel. Conclusion: analysis could not determine when the suture that ties the rotor to the cinch mechanism had been cut. Medtronic continues to examine possible scenarios in which this can occur. The valve was successfully implanted, and the detached rotor was successfully retrieved without reported complication to the patient. Medtronic continues to monitor field performance to detect similar events, should they occur.